Event description:
It was reported that the patient experienced pericardial effusion and tamponade secondary to a perforation from the right ventricular (rv) lead. The patient had had a syncopal event and was referred for a chest x-ray which showed the effusion and perforation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the partial lead was returned in segments. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
Product event summary - we did receive performance data collected from the device and have analyzed the data. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action and analysis is pending. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.